Event description:
Patient is a 54-year-old female with pancreatic adenocarcinoma. She was randomized to the peri-operative arm of the study and has completed the first four cycles of mfolfirinox. She presented to the emergency department on (B)(6) 2024 with rectal bleeding. She reported four episodes of black tarry stool starting the night before. Endorsed chronic periumbilical abdominal pain no different than what she normally has. She endorsed nausea and vomiting. Her mother noted some bright red blood in the emesis. Esophagogastroduodenoscopy procedure was conducted in the hospital and patient was found to have a large ulcer just distal to the gj anastomosis, which was suspected to be bleeding due to irritation from the patient's axios stent. Ulcer was treated with clips, epinephrine, and cauterization with successful hemostasis. The axios stent was removed. A smaller bleeding erosion was also found in the efferent limb, which was treated with a clip. Patient remained stable post-procedure and remains admitted at this time ((B)(6) 2024). Gr.3 upper, gastrointestinal, hemorrhage.